Event description:
Event was reported to caldera medical by an attorney. The patient suffers urinary tract infections, back and pelvic pain, urinary problems, and bowel problems. No further information has been provided.